Event description:
Report received of a pump that would not infuse when set to run. It was reported that a pump was returned to the biomedical department with a note that said "will not run". There was no specific patient information provided, but the incident occurred at set-up. The problem was duplicated during testing in the biomedical department. The pump was programmed to run, made a "clicking sound" but did not alarm, and would not run. The unit was taken out of service. There were no reported adverse patient effects. Additional information was requested, but no further information was provided.